Event description:
Boston scientific received info that the device oversensed, which caused inappropriate shocks due to double counting. Small qrs amplitudes were reproduced during treadmill testing. Boston scientific technical services (ts) discussed a possible medication change could have caused a change in amplitude during exercise. An x-ray was taken that confirmed the electrode had not moved. The shock zone was increased and the pt is scheduled to be seen at the clinic in about one month.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information approximately 2.5 years later that the patient received another shock for what appeared to be monomorphic ventricular tachycardia (vt) at a rate of 170 bpm, which is below the programmed therapy zone rate cut-off. The patient reported feeling symptoms of heart palpitations. No further action has been taken and no adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was later explanted due to routine change out. No adverse patient effects were reported.